Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the reservoir o-rings/stopper groove for anomalies, and none were found. Ran the basal, bolus leaking test, and no leaks were found. The transfer guards that were returned with the reservoirs were occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o-rings did not hold the reservoirs. The customer reported that the insulin kept falling out. The customer's blood glucose was 12.2 mmol/l at the time of incident. The customer stated that they lost a lot of insulin. The reservoir will be returned for analysis.